Event description:
It was reported that tip detachment occurred. The target lesion was located in the severely tortuous and mildly calcified left gastric artery. A 180x25cm 0.016 fathom peripheral guidewire was selected for use. During the procedure, the distal tip broke off in the vessel that was being embolized. The device was not removed and was pushed out of the catheter, it was used as a "coil". The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned guidewire had the distal tip kinked and stretched. No other issue or anomalies were identify. The device was measured in three sections (distal - medium - proximal) along it and it was confirm that it is within specification.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the severely tortuous and mildly calcified left gastric artery. A 180x25cm 0.016 fathom peripheral guidewire was selected for use. During the procedure, the distal tip broke off in the vessel that was being embolized. The device was not removed and was pushed out of the catheter, it was used as a "coil". The procedure was completed with a different device. There were no patient complications reported.